Event description:
It was reported that (1) device was used during a esophageal endoscopy. It was reported by the affiliate that the pmw35 instrument staples did not form normally. The case was completed by hand suturing.